Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed during product evaluation. The root cause of the reported problem was determined to be ail (air in line) connector damaged. Appropriate action was taken to correct the reported problem by replacing the pump head channel a. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a failure code 810:03 on channel b. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in the intensive care unit. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.